Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) is displaying a scrambled image. The issue appears to be intermittent as the unit displays normally sometimes. The customer tried changing out the kvm; however, the issue remained. There was no patient injury reported. Investigation summary: the device was returned for evaluation. During the evaluation, the reported issue was duplicated. The evaluation showed that the software was corrupted and the hard drives (hdds) were degraded. The root cause was determined to be hdd failure. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/04/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied and stated that they didn't have any information to provide. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H3 device evaluated by manufacturer?. H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) is displaying a scrambled image. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) is displaying a scrambled image. The issue appears to be intermittent as the unit displays normally sometimes. The customer tried changing out the kvm; however, the issue remained. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10: attempt # 1: 09/04/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied and stated that they didn't have any information to provide.

Event description:
The customer reported that this central nurse's station (cns) is displaying a scrambled image. There was no patient injury reported.